Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the specific root cause of the intermittent image could not be determined at this time as the event could not be replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated onsite by an olympus field service engineer. The reported problem could not be duplicated. The unit was tested and verified an image was present with no flickering, image was captured with no problems noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image flickered. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was a delay of a few seconds in procedure in which the subject device was used; there was no adverse health effect to the patient attributed to the delay. There was no patient injury, associated with the event, reported to olympus.